Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During impella 5.5 support, the user noted intermittent but frequent ""impella in aorta"" alarms. Position was confirmed correct with echo imaging, and impella console waveforms were confirmed appropriate (e.g., pulsatile). A 'notch' was observed in the impella console waveforms that was attributed to the presence of the alarm. Since the impella pump position was confirmed to be correct with imaging, this is a failure of the console alarm system as a ""false alarm"". There was no patient consequence as a result of this false alarm, as position was confirmed correct and support was provided as expected.